Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Additional information/correction to describe event or problem: the reporter contacted animas on (B)(6) 2015 with the following information: the reporter stated that the up arrow and ok keypad buttons on the pump were under responsive to user presses. There was no allegation of a power issue with the pump. There was no allegation of an adverse event with this complaint. The complaint is being reported because the alleged malfunction was not resolved with troubleshooting.

Manufacturer narrative:
It was reported that the pump exhibited an unspecified power issue. It was also reported that the up arrow and ok keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.